Event description:
It was reported: a patient, using an h850 portable liquid oxygen device, was out to dinner. The patient placed the device on the bench next to her. A couple of hours later, the patient felt cold on her leg. The patient examined her thigh and found a blister. The patient received medical treatment for the injury 2 days after the event.

Manufacturer narrative:
The device has not been returned for evaluation. Product user guide warns: "do not touch liquid or parts that have been in contact with liquid oxygen. Liqid oxygen is extremely cold (-297 degrees fahrenheit/-183 degrees celsius). When touched, liquid oxygen, or parts of the equipment that have been carrying liquid oxygen, can freeze skin and body tissue. Always keep the h850 portable in one of hte following positions: upright, flat on its back or any position in between. User guide also states, "it is important to always keep the h850 portable in one of these positions or liquid oxygen may escape."